Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the reported procedure date that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a small piece of black material from the inside of a cannula seal cap fell into the patient. The surgical team noticed the issue immediately and removed the instrument. The piece reportedly came from a universal seal. The surgeon picked up the piece with a grasper, and the assistant reached in through the same port to remove it. They then replaced the cap with another one, and no further issues were encountered. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not recall the case. The seal broke off while an instrument was being inserted or removed. The customer noticed some leaking of co2 and then luckily saw the rubber seal in the surgical field and removed it.